Event description:
In early 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had an "error 4" issue. The patient tests his blood glucose 5 times a day. He manages his diabetes with 15 units of humulin insulin taken twice a day. The patient indicated that the alleged meter issue started three days prior, at an unspecified time during the evening. An hour before the reported meter issue began, the patient claimed that he had developed symptoms of weakness and tiredness. As a result of the alleged issue, the patient reportedly administered self-care by taking a usual dose of humulin 70/30 insulin. At an unspecified time that same evening, the patient alleged that he received assistance/treatment in an emergency room (ER) because of the meter issue. The patient claimed that he was treated with humulin insulin although it is noted that his blood glucose was not tested on another device during the time of concern. The patient stated that he was hospitalized for 2 days. It would have been helpful to know the following information: the patient's last blood glucose reading before the "error 4" issued started, what date/time the last result was obtained, the details of his medication regimen, if the patient's blood glucose was tested by the hospital, and why he was hospitalized. In addition, it would have been helpful to know if his symptoms got worse prior to going to the ER, what time the "error 4" issue started, what time he took his usual dose of insulin, what time he received assistance in the ER, and if the treatment that he received in the ER was supplemental insulin. The reported meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that he received insulin treatment in an ER and was hospitalized after the alleged meter issue began. It is also not clear as to how much time passed between when alleged meter issue began and when he received treatment in the hospital.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.